Manufacturer narrative:
A ge oec service representative investigated the issue and found corrupted hard drive. The software was re-loaded to repair the malfunction. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
The ge oec 9900 fluoroscopy system would not boot back up for another procedure.